Manufacturer narrative:
Clinical study (B)(4).

Event description:
It was reported to boston scientific corporation that a obtryx was used during a obtryx placement procedure performed on (B)(6), 2014. According to the complainant, the subject failed her discharge voiding trial on (B)(6), 2014 and was discharged that day with a foley catheter in place. The subject was reported as recovered on (B)(6), 2014. The investigator assessed the event as related to the study/procedure and unrelated to the device.